Event description:
It was reported that during a ureteral stenting procedure, a cannula fracture occurred. The physician advanced a flexima us/8/26w/glidex ureteral stent in the patient, the cannula/pusher fractured and remains inside the patient. The procedure was not completed due to this event. Two surgical procedures were performed in attempts to retrieve the cannula/pusher successfully on the second attempt. No further patient complications were reported and the patient status is fine.

Manufacturer narrative:
Patient age at time of event: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).